Event description:
A manual resuscitator was obtained for use. It was connected to an oxygen source with a flowmeter. The resuscitator was squeezed and the bag allegedly stuck together and would not refill. Another resuscitator was obtained. There was no pt compromise.